Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the complaint device was not returned for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). It was reported that following a percutaneous coronary intervention, worsening angina occurred. An unspecified size study stent was implanted. In (B)(6) 2013, follow up was performed and the physician commented that the patient¿s stable angina was getting "worse¿ than in third-year.